Event description:
The patient wanted to know if she could be overstimulated. The patient increased her stimulation to program 1 at 3.2 v (didn't feel discomfort) but then had a really bad accident. The patient reported other accidents including wetting her jeans, and waking up 5x during the night. The patient stated she knew program 1 was the best program for her because she felt discomfort on the other programs. The patient stated she felt painful stimulation in her back (near tailbone) on program 4. The patient was not feeling stimulation while therapy was on. The patient stated she only felt stimulation when she changes her program or adjusts stimulation, and then the sensation fades away. The patient indicated that the situation did not resolve. The patient reported they had a really bad fall that broke her finger and the fall reported that could be related to this issue. The patient was not feeling discomfort at 3.2 v but decreased stim to 2.9 v on program 1 because of the bad accident while at 3.2 v which occurred on (B)(6) 2016. The patient reported that fall was about 2 months ago. It was noted that in 2015 the patient noticed program 4 stim felt in back in 2-3 months ago in winter and on (B)(6) 2015 they felt stimulation when changing parameters then goes away. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and. Gastrointestinal/pelvic floor. If additional information is received a follow-up report will be submitted

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.